Event description:
Patient reportedly received an er1 message on patient's ss meter. Patient experienced symptoms of hyperglycemia (dizzy, light-headed, thirsty). Confirmation dot matched most closely to 350 (on the color comparison chart). On follow-up, patient confirmed above information and stated patient was using expired test strips. Control test done with new strips and control solution was in range. Patient purchased meter 2 days ago. Lfs representative reviewed qc procedures and causes for er1 messages. There was no allegation of harm.